Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access pta balloon catheters was used to treat a lesion in the arterial inflow (left arm). Approximately 15 months post procedure patient died. The cause of death is unknown.